Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd legacy pump was returned for analysis. It was reported that the moment the device was powered up, the device started double beeping. It was reported that the downstream sensor was the cause of the reported issue. Service will replace the downstream sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
It was reported that smiths medical pump was alarming double beep with cassette. No patient involvement.